Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/ confirmed the customers reported complaint. Fa found the primary failure of the broken grip to be related to the customers reported complaint. The tip-up fenestrated grasper instrument was found to have a broken grip at the grip base and a piece approximately 0.836" x 0.178" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of the broken instrument grips-tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. No image or video was available for review. A review of the instrument log for the tip-up fenestrated grasper (part number 470347-12/lot number k11220718 0008) instrument associated with this event has been performed. Per logs, the tip-up fenestrated grasper instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 5 uses remaining after the last procedural usage. This complaint is reportable malfunction event due to the following: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the tip-up fenestrated grasper instruments tip was broken. There was no report of patient involvement. Follow-up was performed to request additional information. However, no further details have been received as of the date of this report.